Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Instructed customer to wait for insert battery alarm before inserting new battery that was not expired and was not stored in cold environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.